Event description:
It was reported that there was little flow through the valve during preimplantation testing, and there was leak from the reservoir during implantation.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. The valve met specifications for pressure/flow and preimplantation testing. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products ar 100% tested at the time of manufacture medtronic neurosurgery regards the submission of a report does not constitue an admission that the product caused of contributed to the reported event.